Event description:
"Lead warning from (B)(6) 2018, low impedance." Lead manufactured by oscar medical. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).